Event description:
Ventritex became aware through the following physician that the pt expired, reason unk. A death certificate was requested. The death certificate lists ventricular arrhythmia as the immediate cause of death with congestive heart failure as a condition leading to the death. No details regarding cause of death were attainable from the physician. Co is not certain that the device contributed to this death. Co is reporting the death because co has neither the device nor any associated data or electrograms which would enable co to conclude that the device did not contribute to the death.